Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Toothbrush itself exploded completely...top broke off and part of the back flew a little further-oral-b/rechargeable toothbrush handle [device breakage]. Toothbrush smells like fire-oral-b/rechargeable toothbrush handle [device catching fire] . Case narrative: consumer reported via phone that toothbrush itself exploded completely. Top broke off and part of the back flew a little further. It also smells like fire. No injury reported.

Manufacturer narrative:
05-dec-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Toothbrush itself exploded completely...top broke off and part of the back flew a little further-oral-b/rechargeable toothbrush handle [device breakage]. Toothbrush smells like fire-oral-b/rechargeable toothbrush handle [device catching fire]. Case narrative: consumer reported via phone that toothbrush itself exploded completely. Top broke off and part of the back flew a little further. It also smells like fire. No injury reported. 05-dec-2025 product investigation results: user handling was identified as root cause for the complaint.